Event description:
It was reported that the patient presented prior to generator explant. Interrogation noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. Insulation damage was suspected. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.